Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, resulting in the implantable cardioverter defibrillator (ICD) device providing inappropriate anti-tachycardia pacing (atp) therapy. Boston scientific technical services (ts) reviewed the recent stored episode and indicated there was some small amplitude underlying noise on the rv lead that was just starting to be oversensed by the device prior to the larger amplitude noise and the associated atp therapy. In addition, there were a few high out of range rv pace impedance measurements greater than 3000 ohms that occurred starting the previous month. The impedance measurements were noted to return to the regularly observed baseline, which is within the normal specification range, after the high out of range excursions. The boston scientific representative (rep) provided subsequent information that the noise was able to be recreated on the rv lead and as a result, the lead was surgically abandoned and replaced. There were no additional adverse patient effects. Additional information indicates this rv lead exhibited insulation and lead body damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, resulting in the implantable cardioverter defibrillator (ICD) device providing inappropriate anti-tachycardia pacing (atp) therapy. Boston scientific technical services (ts) reviewed the recent stored episode and indicated there was some small amplitude underlying noise on the rv lead that was just starting to be oversensed by the device prior to the larger amplitude noise and the associated atp therapy. In addition, there were a few high out of range rv pace impedance measurements greater than 3000 ohms that occurred starting the previous month. The impedance measurements were noted to return to the regularly observed baseline, which is within the normal specification range, after the high out of range excursions. The boston scientific representative (rep) provided subsequent information that the noise was able to be recreated on the rv lead and as a result, the lead was surgically abandoned and replaced. There were no additional adverse patient effects.